Manufacturer narrative:
(B)(4) obstruction/occlusion of the coronaries. Method: # = device remains implanted. The device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Occlusion of the coronary ostia is a recognized complication of an aortic valve replacement that is typically not related to a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Reference MFR report #2015691-2014-02181.

Event description:
Edwards received information that as this 21 mm pericardial bioprosthesis was being tied down, the surgeon could no longer see the right coronary due to the small root, leading to valvular obstruction. There was difficulty weaning the patient from cardiopulmonary bypass and the cardiologist was consulted to view the tee. Due to the patient's size, they were unable to find an image of adequate flow. The patient was placed back on bypass and a coronary artery bypass grafting (CABG) took place. Paddles were used to restore the heart to sinus rhythm and the patient was transferred to the intensive care unit in stable condition. She was discharged home on post-operative day #9.